Event description:
Ems personnel were attending to a pt in a code situation. During an attempt at countershocking the pt, the device allegedly would not discharge after charging to 200 joules. The second countershock was delivered successfully and on the third shock with 360 joules selected, the device allegedly charged properly, but discharged spontaneously, without the discharge buttons being activated by the operator. The pt was successfully converted.